Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 5 weeks ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient was originally being treated with another manufacturer's device; however, as a proximal seal was not achieved, the physician elected to intervene by placing a talent thoracic stent graft proximally as well as another stent graft from the other manufacturer. The patient did well for 5 or 6 days; however, then the aneurysm ruptured. The physician stated that the suprarenal stents of the talent thoracic stent graft had perforated the aorta, although no issues were noted at the time of implant. Intervention details have not been reported. The patient later expired.

Manufacturer narrative:
(B)(4). Results - (arterial trauma/dissection/perforation, ruptured aneurysm/vessel, death), (implantation of a thoracic device in the abdominal aorta), (other manufacturer's device may have contributed). Conclusion - (implantation of a thoracic device in the abdominal aorta), (other manufacturer's device may have contributed).